Event description:
It was reported that the patient presented for in clinic follow up with the right ventricular lead exhibiting high pacing impedance. No interventions were made. The patient was stable.